Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with two time due to low blood glucose and seizure. The customer¿s blood glucose level was 50 mg/dl at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege under delivery. Customer was treated with intravenous. The insulin pump will not be returned for analysis.